Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high impedance values and oversensing. The lead delivered inappropriate therapy to the patient. The patient requested the lead to be programmed off. No further patient complications have been reported as a result of this event.